Event description:
The ivus catheter was used during a percutaneous coronary intervention (pci) procedure to evaluate the lesion. During the first and second use of the ivus catheter, images were obtained and the device was removed without issues. When the physician attempted to insert the ivus catheter into the guide catheter for the third imaging, he observed, while outside the pt, that the distal tip of the catheter was detached. The detached tip was lost in the laboratory. The pt is reported to be in good condition.